Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose level was 325 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 245 mg/dl. Customer was treat with manual injection. Customer reported that the troubleshooting was performed based on the under delivering. The insulin pump was active with the auto mode feature at the time of incidence. The insulin pump and reservoir will be returned for analysis.